Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced increasingly frequent charging of the implantable pulse generator (ipg), which worsened over time. No patient complications were reported. The patient subsequently underwent a revision procedure during which the ipg was replaced with a different model. The patient was reported to be doing well postoperatively. The explanted device was disposed by the facility and was not returned for analysis.